Event description:
The vent was connected to ac power in the pt's room and was working okay. Pt complained of air not being strong enough and air being cold. Then the rt responded to stat call and found nurses hand bagging the pt. The vent was alarming, touch keys non-responsive, motor revs up, and delivering flow only. Pt was hand bagged until transferred to a different vent. The vent was removed to rt department where biomed picked it up to sequester for evaluation. Please note there was no serious injury or death in this incident.